Event description:
The lay user/reporter contacted lfs in 2005 and alleged that his spouse's meter was reading inaccurately erratic. The patient tested her blood glucose and obtained a result of 136 mg/dl. She was not experiencing any symptoms at the time of the test. She then began to experience symptoms of shakiness and her face was red. Her spouse tested her blood glucose 30 minutes later and the result was 511 mg/dl. He gave her 15 units of humalog. She normally takes 7 units of lantus and humalog 3 times a day. She also takes the humalog with meals (12 units at breakfast, 8 units at lunch, and 5 units at dinner) and she takes it between meals if her blood glucose level is high. The reporter stated that had her blood glucose been higher initially, she would have taken insulin at that time. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips. Control solution was expired. The technique for cleaning the puncture site was incorrect, which can cause/causes inaccurate meter results. The meter, test strips and control solution were replaced.